Event description:
This is report 1 of 2 for the same event. It was reported that during a lumbar discectomy surgery "the burr broke" while being used with an attachment device. The reporter stated that "when downward pressure was applied to the bone, the burr broke". The reporter stated that part of the cutter device was still stuck in the attachment device and a "piece of the burr fell into the patient". The reporter stated that the surgeon "retrieved the piece with forceps". The reporter stated that all pieces were retrieved from the patient. The reporter stated "no additional anesthesia was required" and that there was less than a thirty second delay in the case. The reporter stated that x-rays were taken throughout the case and no x-rays were taken as a result of the piece falling into the patient. The reporter stated that they had not received any complaints from the surgeon regarding the patient's condition and that there were no injuries to the patient. The reporter stated that there were no injuries to the patient. The reporter stated that surgery was completed with a spare attachment device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.